Event description:
The plaintiff's attorney alleged that the patient experienced a cardiac event and expired on that same day. Furthermore, it has been alleged to have been caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.